Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was locked on tissue and it would not open which resulted in cutting out the device. They opened additional device to cut out instrument that was locked on tissue. There was a temporary injury resulted in the event.